Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they didn't think the device inside their body was working. Patient said they didn't think it was the "machine" but think it was the lead wire. Patient said they didn't think the lead wire was placed where it was supposed to be because they were not feeling stimulation and they were not getting therapy relief. Patient said they were up every night, every hour and could barely hold their urine to get to the bathroom in time. Patient said they couldn't hold it and the device was not working on their bladder. Troubleshooting was unable to be performed as patient said they did not think it was the device, but that the lead wire was out of place, so they didn't want to make any adjustments because their settings were already at a high level. Patient said they started at a low stimulation level and adjusted it around jan 10th or 11th and since then it had been on a high program at a high stimulation level and it was still not working. Patient said they know what stimulation and therapy relief was supposed to feel like because of their old system and need to have the lead wire checked. The patient was redirected to their healthcare provider to check internal components.

Manufacturer narrative:
Concomitant medical products: product ID 978b128, lot# va2jlev, implanted: (B)(6) 2023. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 02-aug-2023, UDI#: (B)(4). Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.